Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's doctor reported via phone call that they were hospitalized due to diabetic ketoacidosis. Customer was currently in the intensive care unit and claiming this was due to insulin pump failure. The device will not be returned for analysis.